Event description:
Device 3 of 4. Reference MFR. Reports: 1627487-2014-03217, 1627487-2014-03218, and 1627487-2014-03220. The patient reported via maude event report no. (B)(4) his scs system stopped working and the scs ipg is non-functional. It was also reported the patient is experiencing pain and discomfort at the scs ipg pocket site as well the scs anchor site.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.